Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. Sae info no product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.